Manufacturer narrative:
Batch reviews performed on 05 december 2016. Lot 145439: (B)(4) items manufactured and released on 17 september 2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Bipolar head ø28x55, code 25060.2855, lot. 142878 (k091967) (B)(4) items manufactured and released on 29 july 2014. Expiration date: 2019-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cocr ball head 12/14 ø 28 size m 0, code 01.25.012, lot. 162361 (k072857) (B)(4) items manufactured and released on 22 june 2016. Expiration date: 2021-05-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional information received on 06 december 2016 and includes: to date, the pathogen result is unknown. Device not available.

Event description:
The patient came in due to signs of infection. The surgeon revised all medacta product. The surgery was completed successfully. X-rays and explants are not available.